Manufacturer narrative:
(B)(6).

Event description:
The customer received questionable thyroid results for one patient sample from cobas 8000 cobas e 602 module serial number (B)(4). The sample was sent for testing on a centaur analyzer and for investigation on a cobas 8000 cobas e 602 module and a cobas e 411 immunoassay analyzer. This medwatch is for elecsys tsh assay. Refer to the medwatches with patient identifiers (B)(6) for the elecsys ft4 iii assay and (B)(6) for the elecsys ft3 iii the erroneous results were reported outside of the laboratory. There was no allegation of an adverse event.